Manufacturer narrative:
Investigation completed 5/04/2017. Method: device history review; trend analysis; failure analysis. Device history record reviewed for lot/161 sn # (B)(4), was manufactured on 01/30/2016 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year look back for this reported failure and or related to "bar is not smooth and the handle does not slide easily and or closing the handle without the 6 inch transitional installed " for product ID a2101 shows that 2 complaints were received including this case. No new design or manufacturing trends have been identified. Unit received with the base handle closed without 6in. Transitional installed and deformed the lower handle hole causing the handle to become stuck on the connecting tube. The connecting tube will need to be replaced; shock cushion is worn. Conclusion: based on the testing done, the root cause of this failure is that someone inadvertently closed the base handle without a connecting tube in the handle; this caused deformation and rough erratic handle performance.

Manufacturer narrative:
Additional information received on 17apr2017: on (B)(6) 2017, the locking lever jammed on base, not moving smoothly. The product problem was discovered before the neurosurgery. There was no patient contact or patient injury. A replacement product was available to be used. There was no surgery delay.

Event description:
Bar was not smooth and the handle does not slide easily. Also, the ¿handle seemed to have some play. The device was just recently received back for repair. Additional information has been requested.